Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 48 mg/dl. Reportedly the customer entered too large of a bolus which resulted in a decrease in blood glucose. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.